Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a sample ID that was misread by coulter lh750 hematology analyzer. Sample ID (B)(6) was misread as (B)(6). The misread was identified as a result of a no match message. No erroneous results were reported out of the laboratory. The sample results were edited with the correct sample ID and the corrected report was released to the physician. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A sample barcode label was obtained from the customer and checked with a barcode verifier. The results are listed below: the sample barcode label failed lh700 series label specifications for reflectivity of media. Confirmed label symbology is codabar with no check character. The checksum was disabled. Per labeling, bci strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. A definitive root cause for this event has not been determined to date. A sample barcode label was examined.